Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a persistent atrial fibrillation ablation, a farawave was selected for use. During procedure, after insertion, during aspiration inside the sheath that the irrigation port of the catheter contained bubbles that remained stationary despite purging or aspiration. The catheter was replaced, and procedure was completed with no patient complications. The device is expected to be returned.

Manufacturer narrative:
Device technical analysis: the farawave was returned to boston scientific. During product analysis it was observed that there was potential adhesive in the flush tubing. This is part of the assembly between the flush tubing and luer, and the potential adhesive is outside of the tubing, which will not affect the operation of the flushing system since it won't be in contact with the inner section.

Event description:
During a persistent atrial fibrillation ablation, a farawave was selected for use. During procedure, after insertion, during aspiration inside the sheath that the irrigation port of the catheter contained bubbles that remained stationary despite purging or aspiration. The catheter was replaced, and procedure was completed with no patient complications. The device is expected to be returned.